Manufacturer narrative:
Other relevant device(s) are: product ID: 310c25, serial/lot #: (B)(4), ubd: 01-jun-2024, UDI#: (B)(4), PMA/510(k): p990064. Product analysis: the devices remain implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during this surgery a bioprosthetic mitral valve was implanted in the mitral position, and another bioprosthetic mitral valve was implanted in the tricuspid position. Immediately following this, an intra-aortic balloon pump (iabp) was implanted. Attempts at weaning the patient from cardiopulmonary bypass were unsuccessful, and extracorporeal membrane oxygenation (ECMO) was initiated. Air entered the aortic portion of the ECMO circuit, which was a fatal complication. The patient died prior to leaving the operating room. There is no information to suggest that the function of a medtronic device caused or contributed to the patient's death. No autopsy was performed.